Event description:
The complainant had a 19 day impella 5.5 support ongoing when the optical signal was lost. The pump remains on for support despite the loss of signal. No harm or injury noted.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The product was not returned for investigation. Data logs were returned for analysis. The patient was on ECMO during impella support, was given blood, and was having tremors. Data log analysis showed that placement signal not reliable alarms were triggered on 20 june 2023 between 12pm and 11:30pm. There were intermittent placement signal spikes with no known pattern. Gain values spiked to 500 and contrast values spiked to 5000 intermittently during the case. Snr values were noisy with random drops to 0. No placement signal low alarms or trending placement signal values were seen which could confirm patient condition to be responsible for the placement signal not reliable alarm. Optical signal issue: the root cause of the optical signal issue in the form of placement signal not reliable alarms was not determined due to lack of sufficient clinical details, unreturned product, and lack of conclusive evidence from data analysis. All pertinent information available to abiomed has been submitted at this time.